Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/27/2015 with the following findings: on investigation, the alleged display issue was duplicated. The pump powered up to a blank display with auditory and vibratory features. Due to the blank screen, the button functionalities were not tested. The pump casing was opened and the display screen was found to have cracked. Replacing the damaged screen with a test screen gave a clear and legible display. Unrelated to the complaint, the battery compartment was found to have cracked in the threads area.

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a alleging a display (blank screen) issue. Reportedly, the pump powered up to a blank display with auditory function. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).